Event description:
Boston scientific received information that noise and low pacing impedance measurements were observed on the right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the available information and confirmed all measurements were within the appropriate range. Subsequent information was received that the impedance measurements became lower than 200 ohms. As a result, a revision procedure was scheduled. During the procedure, the physician was unable to fully extend the stylet as the lead was crushed near the proximal end. The lead was explanted. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.